Manufacturer narrative:
A ge rep evaluated the system and found the interlock error was caused by toe-tapping. Informed customer of proper operating procedure. System operates as intended.

Event description:
Customer reported the system is displaying an interlock error. No pt injury was reported.